Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stopped working, drive anomaly and it alarmed compromised force sensor system. The customer¿s blood glucose level was 75 mg/dl at the time of the incident. The customer reported that the insulin pump stopped working and received compromised force sensor system. It was reported that they had motor failure and this already happened twice. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.